Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when tan asymptomatic patient presented via remote transmission, post paced t wave oversensing was noted on the stored electrogram. The device was post paced t wave oversensing on the ventricular channel. Programming changes were made. The patient did not experience any adverse consequences.